Event description:
On 15aug2024, a patient (pt) reported that ¿over 20 years ago,¿ the pt had an allergic reaction to a polymer in an acuvue lens, the pt thinks it was the 1-day acuvue® moist brand contact lens (cl) but cannot confirm. The pt developed a ¿severe eye infection¿ in both eyes (ou) with light sensitivity, very blurry vision and extreme pain. The pt stated this occurred 3 to 4 times before ¿they¿ figured out what was happening. The pt reported ¿all kinds of treatment,¿ and ¿even ended up in the hospital.¿ the pt saw multiple ophthalmologists at different locations who concluded the pt was ¿severely allergic to the polymer in the lenses.¿ the pt is now wearing another daily acuvue lens without issue. The pt provided the first eye care provider¿s (ecp) contact information who initially diagnosed the issue, then later sent the pt to a second ecp; contact information also provided. Multiple calls were placed to the 2 treating ecp offices to request additional medical information but nothing additional was provided as both medical records systems did not date back 20 years. On 23aug2024, a call was placed to the pt for additional information. The pt can¿t recall if the event was reported to johnson and johnson vision care by the treating ecp¿s office when the event occurred. The pt believes the ¿hospital¿ visit was an emergency room visit and the pt was sent home and not admitted. The pt reported there is no permanent damage or scarring. The pt can¿t recall names of any medications or dosages as the event occurred so long ago. No additional medical information is available. This ou severe allergic reaction event was determined to be a serious adverse event as we were unable to verify the pt¿s diagnosis and treatment with treating ecps. The suspect product will be reported as an unknown acuvue product. The date of event is being reported as 01jan2004 as the exact date of the event is unknown. This submission is for the pt¿s left eye (os) event. A separate report will be submitted for the pt¿s right eye (od) event. The os suspect lot number is unknown. The os suspect cls were discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.